Manufacturer narrative:
The report has been identified as b. Braun medical international report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
According to the complainant, micro bubbles were observed in the streamline bloodline set. Reportedly there were 25-30 instances of microbubbles accumulating and become visible in the air chamber. It was also communicated that there were 4 occasions where the air accumulated in the air chamber and repeatedly needed emptying with a syringe and this resulted in the lines having to be changed during patient treatment to avoid constant air withdrawal. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Photos were provided depicting the product and the reported issue to the manufacturer. Although no samples were provided, the reported event is similar to a known issue of air in line during use. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.